Manufacturer narrative:
Pt weight: unknown. Concomitant product: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). Evaluation method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusion: (unable to confirm): based on the complaint history and work order search, we were unable to determine a specific root cause of the event. The product has not yet been returned. (B)(4).

Event description:
It was reported that the cc4204a single piece collamer lens was damaged . Lens was inserted and cut out of the eye without any injury to the patient. It was unknown if the damaged was the result of a loading error.

Manufacturer narrative:
Evaluation results: visual inspection of the returned lens showed the optic was torn and half of a haptic was torn off and missing. (B)(4).